Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008: the patient presented with preoperative diagnosis of solid lesion, right breast, and probable fibroadenoma. The patient underwent perculaneous core biopsy of right breast lesion with placement for clip. (B)(6) 2010: the patient developed episodes of severe weakness and loss of control of her legs. Over the same time period she developed very severe exacerbation of her intermittent low-grade low back pain. Patient did have peripheral neuropathy in her legs. Patient¿s ap and lateral radiographs of ls-spine demonstrate multilevel moderately advanced lumbar spondylosis. (B)(6) 2010: the patient presented with severe back pain associated with bilateral lower extremity numbness and tingling all the way down to feet. (B)(6) 2010 : the patient presented with preoperative diagnosis of l2-l3 retrolisthesis as well as spinal stenosis and degenerative disk disease. The patient underwent bilateral laminectomies and foraminotomies at l2-l3; posterior lumbar interbody fusion at l2-l3 after complete discectomy; use of the danek crescent cage in interbody space at l2¿l3; use of local bone autograft as well as infuse bone morphogenic protein product in the interbody space at l2-l3; posterior spinal arthrodesis at l2-l3; use of the danek legacy pedicle screw and rod system posterolaterally at l2-l3; use of local bone autograft as well as infuse posterolaterally at l2-l3. Per the op notes, a cube of mastergraft compression-resistant matrix with rhbmp-2/acs wrapped around it was placed into the previously prepared disc space. This was followed by a significant amount of local bone autograft and then finally the appropriately sized danek crescent cage that was also filled with rhbmp-2/acs. Following instrumentation, the surgical team was able to pack a significant amount of local bone autograft as well as rhbmp-2/acs over the decorticated bony elements in the lateral gutters. No patient complications were noted. (B)(6) 2010: the patient presented for a follow up for 1 month post a 1-level lumbar fusion. No patient complications were reported. Medications: procet 10/325 #60, valium 10mg #10. (B)(6) 2011 : the patient continues to experience axial incisional lower back pain. (B)(6) 2011: the patient presented for follow up. X-rays shows that there is a paucity of bone in the lateral gutters. (B)(6) 2011: the patient presented for follow up. She had a slip and near-fall outside during one of thunderstorms. No change in medication. (B)(6) 2011 : the patient presented with significant lower back, lower extremity pain. (B)(6) 2011: the patient underwent CT of the lumbar side. Impression: status post fusion at l2/3 with stable minimal retrolisthesis of l2 with respect to l3. No findings of recurrent stenosis. There is only minimal maturation of the bone graft material; right l3 transverse process fracture; mild central stenosis at the l3/4 level below the fusion slightly progressed from the patient¿s prior study. Note is also made that the nerve root sleeves are not as well opacified, question whether some artifact from the hardware with only mild neural foraminal encroachment and no findings for stenosis; multi level degenerative changes throughout the remainder of the lumbar spine not significantly changed. There is neuroforaminal stenosis mild in nature at right l4/5. (B)(6) 2011: the patient underwent ir myelography lumbosacral spine. Impression: status post fusion, l2/3 associated laminectomy and resolution of previous stenosis; stable minimal retrolisthesis of l3 with respect to l4 and mild central stenosis; multilevel degenerative changes throughout the lumbar spine. (B)(6) 2011 : the patient presented with preoperative diagnosis of status post l2-l3 bilateral laminectomies and foraminotomles; severe spinal stenosis at l3-l4; questionable pseudarthrosis at l2-l3. The patient underwent hardware removal at l2-l3; exploration of fusion at l2-l3; bilateral laminectomies and foraminotomies at l3-l4 as well as complete facetectomies; posterior lumbar interbody fusion at l3-l4 after complete discectomy; use of the danek crescent cage in interbody space at l3-l4; use of local as well as morcellized iliac crest bone autograft as well as infuse bone morphogenetic protein product and mastergraft compression-resistant matrix in the interbody space at l3-l4; posterior spinal arthrodesis, both at l2-l3 and at l3-l4; re-instrumentation at l2-l3 with the danek solera pedicle screw and rod system posterolaterally and posterior instrumentation at l3-l4 with the same system; use of left morcellized iliac crest bone autograft as well as infuse posterolaterally at l2-l3 and l3-l4. It was confirmed during the procedure that the patient had pseudoarthrosis at l2-3. Per the op notes, at l3-4, the surgical team packed a cube of mastergraft compression-resistant matrix with rhbmp-2/acs wrapped around it into the disc space. This was followed by significant amount of local autograft and then finally the appropriately sized danek crescent cage with rhbmp-2/acs in its center. Morcellized iliac crest bone autograft from the left iliac crest was placed in the disc space prior to insertion of the cage. No patient complications were noted. (B)(6) 2011: the patient underwent ir myelography for lumbosacral spine. Impression: status post fusion, l2-3 with associated laminectomy and resolution of previous stenosis; stable minimal retrolisthesis of l3 with respect to l4 and mild central stenosis; multilevel degenerative changes throughout the lumbar spine. (B)(6) 2011: the patient has no issues or concerns. Medication: percocet 10/325, valium 10mg. (B)(6) 2011: the patient presented for follow up. The patient has developed stenosis over the 9.5 mm millimeter canal diameter at the level below. (B)(6) 2011: the patient presented with increased pain. Medication: percocet 7.5/325. (B)(6) 2012 : patient presented with increased pain in lower back with some radiation into the right lower extremity without specific injury or inciting event. Patient is using hydrocodone 10, but that is not controlling her pain. Patient¿s incision is well healed. Her x-rays show excellent placement of fusion hardware, very good alignment and bone consolidation. Patient is given samples of lyrica 50 mg to take 1 per day for first week and then 1 twice a day. (B)(6) 2012: the patient underwent imaging studies and x-ray show excellent placement of fusion hardware, very good alignment and bone consolidation. (B)(6) 2012: the patient presented with increased pain. Based on x-rays the hardware and area of fusion appears to be doing well. (B)(6) 2012: the patient underwent CT for lumbar spine. Impression: solid bony fusion l2-l4 with fusion extended to include li-l4 since prior study. Alignment is near anatomic; progressive degenerative disc and facet disease l4-l5 with mild concentric spinal stenosis on CT; degenerative disc and facet disease l1-l2. (B)(6) 2012: the patient has had a myelogram, post myelogram CT study of lumbar spine. There was a solid fusion at l2-3 and l3-4. (B)(6) 2012: the patient is presented for follow up for her fusion surgery. Patient has axial back pain. X-rays shows that the hardware is in good position.